Event description:
The customer reported that during a performance check the ventilator touch screen was not turning on intermittently. No patient involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the user interface module fixed the reported issue.